Event description:
Breast implant associated - anaplastic large cell lymphoma secondary to allergan breast implant use. Allergan implant and capsule removed (unsure of total capsulectomy) and mentor implant placed (B)(6) 2019. Seroma recurred in right breast - total capsulectomy with explant implants bilateral (B)(6) 2020.